Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up # 1 date of submission 9/30/2016 ¿ correction to initial reporter: the name and address of the initial reporter is the following: (B)(6).

Manufacturer narrative:
Follow-up # 2 date of submission 2/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/24/2017 with the following findings: the black box and alarm history showed multiple cs 128 replace battery warnings. During the investigation, the pump alarmed with ¿cs 128¿ alarm upon confirming the verify screen therefore the initial call service alarm complaint was duplicated during the investigation. The pump was opened and there were no defects found. The investigation then revealed a slave processor failure. During visual inspection of the pump, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).